Manufacturer narrative:
(B)(4). Through correspondence with customer service (css) in (B)(4), the customer confirmed their suspicion that sample cup mix-up may have been the cause. The customer and the field service engineers data demonstrates that the patient samples gave initially positive and then negative results followed by subsequent positive results upon further retests which suggests that the probable cause was due to sample mix-up. Furthermore, a thorough assessment of the result demonstrated no anomalies that could have contributed to the results observed. No product deficiency was identified for architect total b-hcg reagent kit list 7k78-20 lot 79912jn00; this issue appears to be isolated to a single replicate for a patient sample and is likely due to sample mix-up. From the investigation performed, it can be concluded that no product deficiency has been identified for the architect total b-hcg reagent kit, list number 7k78-25, lot number 79912jn00 and the investigation demonstrated that safety effectiveness and label claims were met.

Event description:
The account stated that the architect b-hcg reagent has generated a false negative result for a pregnant patient. The initial result was >15000.00 iu/l. The patient's b-hcg levels were 42937.16 iu/ml repeatedly. The physician ordered a retest of the sample due to the suspected high b-hcg concentration. The sample was then tested neat and on a 1:15 dilution simultaneously and the results were >1.2 iu/ml and >7000 iu/l. The sample was then tested on the i1000sr analyzer and the result was >15000.00 iu/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B) (4) (B) (4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.